Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was unknown. Insulin pump will be replaced.

Manufacturer narrative:
The pump alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to perform the self-test, off no power, unexpected restart, occlusion, prime, excessive no delivery, or displacement tests due to the motor error alarm. The pump passed the idle current and run current tests. The pump was received with minor scratches on the display window.